Event description:
The medwatch report states: in 1999 was at kidney center receiving hemodialysis. Attempting to flush permanent chest catheter, plastic cap snapped off, thus unable to flush out. Sent to emergency room - unable to help. Had to have chest catheter removed by surgeon. Asked for incident report from center, was told it was given to their attorney. Have requested copy twice. Have not received one yet. While visiting another dr, was told that there was a few problems with those caps and they were recalled". Manufacturer's note: the report alleges problems with this cap and a subsequent recall; however, there have been no problems of any kind reported to the MFR regarding this cap, and this product has never been recalled.